Event description:
It was reported to kendall / tyco healthcare in 2006 that a customer had a problem with the dual lumen PICC catheter. The customer alleges "that a PICC catheter developed a leak at a kinked area of the catheter ; the PICC was removed with no patient injury or complication.